Event description:
The manufacturer received information alleging a ventilator service required message had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was observed error codes oxygen (o2) proportional valve stuck (e-080), internal battery not detected (e-046), and communication failure user interface and therapy (e-196) were found on the device's error log. The third-party service technician replaced the oxygen blending module (obm) subassembly to address e-080 issue and recommends replacing the internal battery to address e-040 and display printed circuit assembly board to address e-196 issues. The root cause is confirmed at this time. In addition, the third-party performed the verification test, and it was observed during the leakage test that the fio2 sensor does not connect properly to the fio2 housing and there is a possibility of oxygen leakage. The third-party service technician stated that the fio2 sensor was not replaced on the device. Additionally, during the service of the device, the machine flow sensor, two in-line proximal filters, and one in-line filter were replaced for contamination. The third-party service technician observed additional error codes, o2 regulation event, low o2 inlet pressure event, hard power fail event (e-207) on the device's error log. The third-party service technician replaced the oxygen blending module (obm) subassembly to address e-084 and e-086 issues and recommends replacing the internal battery to address the e-207 issue. The muffler assembly, air foam inlet filter, and particulate filter were replaced for preventative maintenance. These were unrelated to the reportable issue. The device passed all final testing.